Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical devices: c154dwk crt-d, implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead had chronic high thresholds, chronic high impedance, and a possible fracture. The lv lead was capped. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.